Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received indicating the basis for this rv lead to be surgically abandoned was high capture thresholds and low sensing. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.